Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured in april 2024. H11: two (2) devices and retention samples were received for evaluation. A visual inspection was performed on the actual samples, and a crack in the luer was observed. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. A leak test under water was performed on the retention samples, and no leaks were observed. The reported condition was verified on the actual samples. The cause of the condition could not be determined. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). D4: the UDI # could not be populated in the baxter system. Hence, #UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) extension sets leaked. The issue was further described as, the sets had hairline cracks at the end where you attach to the bionector. When the bags are flushed, it leaked at the bionector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.